Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow blocked, no delivery, occlusion or absence of occlusion alarms, drive or motor anomalies or prime, rewind anomalies were noted during testing. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. Device received with a crack on the battery tube. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there have been several occlusions on the insulin pump, but no sound for it. The customer's blood glucose level was unknown. The customer stated that they were feeling very insecure about the insulin pump, unsure of leading event as first starting 2 weeks ago, reported that piston seemed to be going diagonally. The insulin pump will not be returned for analysis.